Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2012-02527. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, frequency, cystitis, vaginal discharge and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh revisions in (B)(6) 2008 due to pain,dyspareunia and bowel issues. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.